Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, blood leaked from the hemostasis valve of the sheath. The sheath was replaced, however the same issue occurred. Due to it being at the end of the procedure, the procedure was completed without replacing the device again. There were no adverse patient consequences.

Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.